Manufacturer narrative:
The patient underwent mesh implantation on (B)(6) 2011, in order to treat uterine prolapse, third degree cystocele, and third degree rectocele. Also, on (B)(6) 2011, the patient underwent a concurrent procedure of a hysterectomy. It was reported that following insertion the patient experienced pain, infection, urinary problems, bleeding, recurrence, dyspareunia, and vaginal scarring. It was reported that the patient underwent release of the mesh on (B)(6) 2011 due to urethral stricture, pain and discomfort. On (B)(6) 2012 the patient underwent an additional mesh implantation in order to treat cystocele and bladder neck obstruction. Also, on (B)(6) 2012 it was reported that the patient underwent the following procedures: cystoscopy, cystocele repair, ventral plication and mesh augmentation. No additional information was provided. (B)(4). This is one of two medwatches being submitted as two devices were involved in this event. See also medwatch 2210968-2013-26174. The same patient is represented in each medwatch.

Manufacturer narrative:
(B)(4): the patient underwent the concurrent procedures of a total abdominal hysterectomy with bilateral salpingo-oophorectomy, lysis of adhesions, and plication to vaginal cuff during mesh implantation. It was reported that the patient experienced vaginal prolapse and underwent cystoscopy, urethrolysis, and cystocele repair with absorbable vicryl mesh on (B)(6) 2012. No additional information was provided.

Manufacturer narrative:
It has been reported that following insertion the patient experienced urinary frequency, urinary incontinence, burning and urinary tract infection. (B)(4).

Event description:
It has been reported that following insertion the patient experienced urinary frequency, urinary incontinence, burning and urinary tract infection.

Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2011 and a sling was implanted. The patient experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. The patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
(B)(4): no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.in addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.